Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4333 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported " purple lumen leaking at hub, changed needleless connectors but still leaked. When flush connected directly to hub, no leaking. 'Vat identified on sunday that line had been leaking since placement on (B)(6)." Any patient symptoms related to fluid leak? No was the catheter removed? Yes was a new catheter placed? Yes, catheter was exchanged (B)(6) 2022 what type of catheter securement was utilized? Securacath. Was there any patient harm reported? No. If yes, please describe the harm, how it was treated and the outcome. What they¿re being treated for: s/p ex lap and ecf takedown, end ileostomy (B)(6) 2022.